Manufacturer narrative:
B3 - date of event: used 11/01/2024 as the event date was not reported. Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to the balloon and a pinhole leak was noted approximately, 150mm proximal from the distal tip. As per instructions for use (IFU) the rated burst pressure for this device is 14 atm. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 13feb2025. It was reported that balloon had resistance during inflation, and contrast leaking occurred. A 4x200mm, 150cm ranger drug-coated balloon was advanced for dilation. However, it was noted that the balloon had resistance at its proximal tip when inflated, and at 2 atmospheres it already leaked contrast. The procedure was completed by replacing the device. No patient complications were reported. However, device analysis revealed a pinhole leak approximately 150mm proximal from the distal tip.